Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One unknown lz implant was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use and risk files to address reported event. Functional testing could not be performed due to the nature of event and actual product was not returned. Device history recrod (DHR) and complaint history review for unknown lz implant could not be performed without item/lot information. November post market trending was reviewed and there were no actionable events or corrective actions for the reported event (cannot be determined) or product. Therefore, based on the available information, device malfunction could not be verified and the reported event was nonverifiable without the actual product return. H3 other text : product not returned.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Catalog and lot number unknown / not provided . UDI not available. PMA/510(k) number not available.

Event description:
It was reported that an implant had to be removed.